Event description:
It was reported that removal difficulty and shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, a shaft break occurred within the coronary artery, and difficulty with device removal was noted. The device was not removed from the patient in one piece, and physical damage was observed. Subsequently, the balloon was removed in a fully deflated state. No patient complications were reported. Further details regarding the intervention have not been provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.